Event description:
It was reported that the v-18 control wire fractured during use. A v-18 control wire was selected for use in a below the knee angioplasty case. A .018 x 90cm rubicon support catheter was placed, and the v-18 control wire was inserted. The v-18 was unable to advance out of the distal end of the rubicon, so it was retracted. When the v-18 was removed from the patient, it was observed that the wire had fractured. Approximately 1cm of the wire had become detached from the tip and was stuck to the main body of the wire. No portion of the device was left within the patient. The v-18 was exchanged for another, and there was no issue advancing the second v-18 within the same rubicon. The procedure was completed with the second v-18, and there were no reported adverse consequences to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag. Overall visual inspection did not identify failures or evidence that could be lost due to the decontamination process. During product analysis, it was observed that only the v-18 control wire was returned for the analysis. No damage or issues were observed on the device. Updated fields: g1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email.

Event description:
It was reported that the v-18 control wire fractured during use. A v-18 control wire was selected for use in a below the knee angioplasty case. A .018 x 90cm rubicon support catheter was placed, and the v-18 control wire was inserted. The v-18 was unable to advance out of the distal end of the rubicon, so it was retracted. When the v-18 was removed from the patient, it was observed that the wire had fractured. Approximately 1cm of the wire had become detached from the tip and was stuck to the main body of the wire. No portion of the device was left within the patient. The v-18 was exchanged for another, and there was no issue advancing the second v-18 within the same rubicon. The procedure was completed with the second v-18, and there were no reported adverse consequences to the patient.